Manufacturer narrative:
An initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a severity category of "minor", which is non-reportable to the FDA. As a result, no follow up emdr is necessary, as the severity category has been changed to "minor", in our database. Please cancel in your database.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) ac transport power supply was damaged. The unit was dropped. It is unknown under which circumstances this event occurred. There was no patient involvement and no adverse event was reported. An initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a severity category of "minor", which is non-reportable to the FDA. As a result, no follow up emdr is necessary, as the severity category has been changed to "minor", in our database. Please cancel in your database.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) ac transport power supply was damaged. The unit was dropped. It is unknown under which circumstances this event occurred. There was no patient involvement and no adverse event was reported.